Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch peh688, and no non-conformances were identified. Additional information: d4, d9, h4, h6 additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: thirty-nine packets of product code w295h were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packet. In order to evaluate the conditions of thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needle was intact and no damages or breakage on body, tip or swage area were observed during evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Photos upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: how many products were involved? 2 eas. If more than one (1), what was the issue with the other devices? The same, the needle tip broke. How many devices will be return in? 38 eas. Please provide the lot number for the involved device. Ref. W295. Lot. Peh688. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-04940.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4. H3 investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of three pictures received determined that two needles of product code w295 could be observed broken at the tip needle. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.